Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not confirm any defects that could cause the reported event from the device inspection result by olympus europa se & co. Kg (oekg). The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing conducted by the third party laboratory after reprocessing by oekg cleared the german guideline. However, based upon the past similar cases, the reported event may have been caused by the following: -there was a difference in the reprocessing method of the device performed by the user facility and oekg. -contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by the service department of (B)(4) confirmed followings; the light guide lens at the distal end was chipped. There was a dent on the distal end cover. Air/water cylinder and suction cylinder were worn. Then, the service department of (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Suction channel: gran negative rod (1 cfu/22ml), methylobacterium extorquens (2 cfu/22ml), gram labile kok (12 cfu/22ml). Instrument channel: gran negative rod (7 cfu/25ml), methylobacterium extorquens (15 cfu/25ml), gram labile rod (12 cfu/25ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd double, using peracetic acid. This device was an asset of olympus (B)(4). This event was confirmed after the user facility received the device from (B)(4). There was no report of infection associated with this report.